Manufacturer narrative:
Based on the claim against the product by the customer noting c-34 error on the erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint regarding c-34 error on the erbe was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the nurse reported a hard c-34 error on the erbe. The customer attempted several actions to clear the erbe with multiple power cycles and disconnected external pedals without success. The erbe continued to fault on startup. The customer had the force triad and energy activation cable. Intuitive surgical, inc. (Isi) technical service engineer (tse) assisted the customer with connecting the force triad and resumed the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it powered up with no errors. The system was rebooted, and different cords were tried. The system was connected to a force triad to complete the procedure.